Event description:
On (B)(6) 2013, it was reported that the patient had one suicidal attempt or gesture since the last visit. There was no information or it was unsure how strong the intent was of the gesture. The medical threat to life was considered moderate. In the clinician's opinion, there was no relationship between the medication and the suicidal gesture and/ or attempt. There is a probable relationship between the gesture and/or attempt to the patient's mental disorder. No other information has been provided.

Event description:
Additional information was received involving the psychiatrist¿s reassessment of the reported event. The patient¿s suicide attempt was characterized as definite but very ambivalent. The medical threat to life was characterized as severe while the patient¿s suicidal tendencies were characterized as mild.

Event description:
The treating physician indicated that the suicidal gesture/attempt was due to a situational problem (external factors) and was not related to vns therapy. The physician provided updated vns diagnostic data indicating normal device function. The physician reported that the patient is now stable following medication changes.

Manufacturer narrative:
Analysis of programming history.